Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate (hm) 3 pump exchange. At implant, the surgeon was not able to lock the pump on the mini cuff on the field. They locked it on the standard cuff on the back table without difficult. The surgeon then used the unlocking tool per instructions for use standards but had great difficulty. The surgeon attempted to unlock it several times. When it finally did unlock, the purple slide lock was visibly bent and would not lock. Because of this, a new hm3 pump was opened. The surgeon removed the mini cuff from the patient's myocardium and replaced with the standard cuff. The new pump locked easily to the standard cuff on the heart. As a consequence, the patient remained on bypass longer. The patient was recovering in the intensive care unit.